Event description:
It was reported that during a device interrogation at the clinic, high out of range high voltage (hv) impedance was observed. Upon further review, it was noted that it appears to be physiological and still within normal range. The patient will continue to be monitored. There were no adverse health consequences to the patient.